Manufacturer narrative:
No additional information was provided. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A review of the device history records (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. No trend of confirmed customer complaints in relation with this issue was identified. A product sample was received for evaluation. Visual and functional testing were performed. The sample appeared to be in good condition. The inflation test was repeated on the received sample. Air leak from the cuff caused by 0.5mm long tear was identified. The most probable root cause was deemed to have occurred during manufacturing of this device. Action(s) taken to mitigate the reported issue(s): the affected batch was manufactured in march 2019. Since this time, several corrective actions have been implemented, with the purpose to reduce possibility of cuff damage after inflation test.

Event description:
It was reported that, during a pre-use check, the pump had a leakage of air from the cuff. No patient injury was reported.